Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller on how to press the button correctly and confirmed that the pump's display could be turned on, although the issue persisted. Consequently, a replacement pump was arranged since the current one was under warranty. The caller was guided on how to put the problematic pump into storage mode and informed to return it with a pre-paid label within 10 days.